Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) and (B)(4)) on (B)(6), 2023. The most recent information was received on (B)(6), 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned overweight. On (B)(6), 2013, the patient had essure inserted. On (B)(6), 2013, one day after essure insertion, she experienced abdominal pain (seriousness criterion intervention required) and genital haemorrhage ("significant haemorrhage (in the beginning)"). Essure was removed on (B)(6), 2021. An unknown time later she experienced amnesia ("memory loss"), fatigue ("major fatigue"), visual impairment ("vision disorder"), tinnitus ("tinnitus"), arthralgia ("acute join pain"), intracranial aneurysm ("brain aneurysm"), depression ("depression"), alopecia ("hair loss"), dental caries ("tooth decay"), colitis ("colitis attack about 25 days per month before the removal"), auditory disorder ("hearing disorder"), tachycardia ("tachycardia"), burnout syndrome ("loss of employment due to total burnout"), heavy menstrual bleeding ("abundant haemorrhage for 15 days per month ++"), iron deficiency ("more iron"), asthenia ("unable to do my housework") and decreased appetite ("unable to eat") and was found to have blood pressure abnormal ("blood pressure report (I am under treatment)") and blood test abnormal ("catastrophic blood tests"). The patient was treated with iron and antihypertensives as well as surgery (essure removal). At the time of the report, the amnesia, fatigue, visual impairment, tinnitus, arthralgia, intracranial aneurysm, depression, alopecia, dental caries, auditory disorder, blood pressure abnormal, tachycardia, burnout syndrome, heavy menstrual bleeding, iron deficiency, blood test abnormal, asthenia and decreased appetite had not resolved. The reporter considered abdominal pain and genital haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to amnesia, fatigue, visual impairment, tinnitus, arthralgia, intracranial aneurysm, depression, alopecia, dental caries, colitis, auditory disorder, blood pressure abnormal, tachycardia, burnout syndrome, heavy menstrual bleeding, iron deficiency, blood test abnormal, asthenia or decreased appetite. The reporter commented: abdominal pain and significant hemorrhage (in the beginning). Essure was removed. Female patient¿s current status: memory loss, major fatigue, vision disorder, tinnitus, acute joint pain, abundant haemorrhage for 15 days per month ++, brain aneurysm, more iron, depression, hair loss, tooth decay, colitis attack about 25 days per month before the removal, more iron, catastrophic blood tests, loss of employment due to total burnout, hearing disorder, blood pressure report (I am under treatment), tachycardia, unable to do my housework and to eat. Financial insecurity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. [Blood iron] (date unknown): low [blood pressure measurement] (date unknown): high [blood test] (date unknown): abnormal (catastrophic) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: (B)(4)) on 07-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned overweight. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, one day after essure insertion, she experienced abdominal pain (seriousness criterion intervention required) and genital haemorrhage ("significant haemorrhage (in the beginning)"). An unknown time later she experienced amnesia ("memory loss"), fatigue ("major fatigue"), visual impairment ("vision disorder"), tinnitus ("tinnitus"), arthralgia ("acute join pain"), intracranial aneurysm ("brain aneurysm"), depression ("depression"), alopecia ("hair loss"), dental caries ("tooth decay"), colitis ("colitis attack about 25 days per month before the removal"), auditory disorder ("hearing disorder"), tachycardia ("tachycardia"), burnout syndrome ("loss of employment due to total burnout"), heavy menstrual bleeding ("abundant haemorrhage for 15 days per month "), iron deficiency ("more iron"), asthenia ("unable to do my housework") and decreased appetite ("unable to eat") and was found to have blood pressure abnormal ("blood pressure report (I am under treatment)") and blood test abnormal ("catastrophic blood tests"). The patient was treated with iron and antihypertensives as well as surgery (essure removal). Essure was removed on (B)(6)2021. At the time of the report, the amnesia, fatigue, visual impairment, tinnitus, arthralgia, intracranial aneurysm, depression, alopecia, dental caries, auditory disorder, blood pressure abnormal, tachycardia, burnout syndrome, heavy menstrual bleeding, iron deficiency, blood test abnormal, asthenia and decreased appetite had not resolved. The reporter considered abdominal pain and genital haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to amnesia, fatigue, visual impairment, tinnitus, arthralgia, intracranial aneurysm, depression, alopecia, dental caries, colitis, auditory disorder, blood pressure abnormal, tachycardia, burnout syndrome, heavy menstrual bleeding, iron deficiency, blood test abnormal, asthenia or decreased appetite. The reporter commented: abdominal pain and significant hemorrhage (in the beginning). Essure was removed. Female patient¿s current status: memory loss, major fatigue, vision disorder, tinnitus, acute joint pain, abundant haemorrhage for 15 days per month, brain aneurysm, more iron, depression, hair loss, tooth decay, colitis attack about 25 days per month before the removal, more iron, catastrophic blood tests, loss of employment due to total burnout, hearing disorder, blood pressure report (I am under treatment), tachycardia, unable to do my housework and to eat. Financial insecurity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. [Blood iron] (date unknown): low. [Blood pressure measurement] (date unknown): high. [Blood test] (date unknown): abnormal (catastrophic). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] significant haemorrhage (in the beginning) [genital bleeding] memory loss [memory loss] major fatigue [fatigue extreme] vision disorder [visual disturbance] tinnitus [tinnitus] acute join pain [joint pain] brain aneurysm [aneurysm cerebral] depression [depression] hair loss [hair loss] tooth decay [tooth decay] colitis attack about 25 days per month before the removal [colitis] hearing disorder [auditory disorder] blood pressure report (I am under treatment) [blood pressure abnormal] tachycardia [tachycardia] loss of employment due to total burnout [burnout syndrome] abundant haemorrhage for 15 days per month ++ [prolonged periods] more iron [iron deficiency] catastrophic blood tests [blood test abnormal] unable to do my housework [weakness] unable to eat [appetite lost]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 07-jun-2023. The most recent information was received on 05-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned overweight. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, one day after essure insertion, she experienced abdominal pain (seriousness criterion intervention required) and genital haemorrhage ("significant haemorrhage (in the beginning)"). Essure was removed on (B)(6)2021. On unknown date she experienced amnesia ("memory loss"), fatigue ("major fatigue"), visual impairment ("vision disorder"), tinnitus ("tinnitus"), arthralgia ("acute join pain"), intracranial aneurysm ("brain aneurysm"), depression ("depression"), alopecia ("hair loss"), dental caries ("tooth decay"), colitis ("colitis attack about 25 days per month before the removal"), auditory disorder ("hearing disorder"), tachycardia ("tachycardia"), burnout syndrome ("loss of employment due to total burnout"), heavy menstrual bleeding ("abundant haemorrhage for 15 days per month ++"), iron deficiency ("more iron"), asthenia ("unable to do my housework") and decreased appetite ("unable to eat") and was found to have blood pressure abnormal ("blood pressure report (I am under treatment)") and blood test abnormal ("catastrophic blood tests"). The patient was treated with iron and antihypertensives as well as surgery (essure removal). At the time of the report, the amnesia, fatigue, visual impairment, tinnitus, arthralgia, intracranial aneurysm, depression, alopecia, dental caries, auditory disorder, blood pressure abnormal, tachycardia, burnout syndrome, heavy menstrual bleeding, iron deficiency, blood test abnormal, asthenia and decreased appetite had not resolved. The reporter considered abdominal pain and genital haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to amnesia, fatigue, visual impairment, tinnitus, arthralgia, intracranial aneurysm, depression, alopecia, dental caries, colitis, auditory disorder, blood pressure abnormal, tachycardia, burnout syndrome, heavy menstrual bleeding, iron deficiency, blood test abnormal, asthenia or decreased appetite. The reporter commented: abdominal pain and significant hemorrhage (in the beginning). Essure was removed. Female patient¿s current status: memory loss, major fatigue, vision disorder, tinnitus, acute joint pain, abundant haemorrhage for 15 days per month ++, brain aneurysm, more iron, depression, hair loss, tooth decay, colitis attack about 25 days per month before the removal, more iron, catastrophic blood tests, loss of employment due to total burnout, hearing disorder, blood pressure report (I am under treatment), tachycardia, unable to do my housework and to eat. Financial insecurity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. [Blood iron] (date unknown): low. [Blood pressure measurement] (date unknown): high. [Blood test] (date unknown): abnormal (catastrophic). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: upon current follow up information it was noted that argus cases (B)(4) are duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All events reporters source documents, reference & relevant information has been transferred to retention case. (B)(6)2025: health authority reference number cancelled. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.